Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was isolated to shorted components; q18 and q2 and q1 on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.